Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the total length of the fiber is 12 feet 0.5 inches, connector not included in over-all length; the fiber is detached from the connector; the connector is returned and exhibits no sign of fiber protruding; the fiber proximal end exhibits burn marks; the distal tip of the fiber exhibits signs of usage; the outer jacket appears stretched and bent at the break location; black discoloration was noted near the distal tip and proximal end within blue jacket. Probable root cause: based on the device analysis, the probable root cause of the failure could not be established based on the results of the investigation.

Event description:
It was reported that during a procedure the surgical fiber was ¿inefficient ¿and ¿detached plug of the fiber¿ was noted. The fiber was exchanged and the procedure was completed utilizing the second fiber. There was no patient injury reported.